Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm. The iabp was replaced and assist therapy continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information is being requested with regards to the status of the iabp. A supplemental report will be submitted if this information is provided to us.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse tested the device as per specifications and found device is working within specifications. The issue could not be replicated.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm. The iabp was replaced and assist therapy continued. No patient harm, serious injury or adverse event was reported.